Manufacturer narrative:
(B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30380124m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient (60kg) with history of underlying left bundle branch block (lbbb), congestive heart failure (chf) and sinus node dysfunction underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered complete atriovetricular (av) heart block requiring surgical intervention (pacemaker implantation). During the first radiofrequency (rf) delivery in the right ventricle outflow tract (rvot), none his signals was seen, and the patient developed complete av heart block. A temporary pacemaker was implanted; however, the patient condition did not improve, and subsequently required a permanent pacemaker. Patient stayed overnight for observation and had fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. No biosense webster product malfunctions were reported. A quadripolar catheter was also used and placed in the right ventricle during the case. Rf lesion was created- 25watts power for 5 seconds. Average temperature was 28 degrees celsius. Average impedance was 105 ohms. No steam pop was noted during the ablation. The force visualization features used were vector, graph, and dashboard. Visitag settings were: 2mm for 3 seconds, 25% at 3 grams. Time used to color the visitags.

Manufacturer narrative:
The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 10/23/2020. It was reported that a 82-year-old female patient (60kg) with history of underlying left bundle branch block (lbbb), congestive heart failure (chf) and sinus node dysfunction underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the first radiofrequency (rf) delivery in the right ventricle outflow tract (rvot), none his signals was seen, and the patient developed complete av heart block. A temporary pacemaker was implanted; however, the patient condition did not improve, and subsequently required a permanent pacemaker. Patient stayed overnight for observation and had fully recovered. The device was visually inspected and it was found in good normal conditions. Per the complaint, several tests were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on the carto 3 system and no anomalies were observed. Then, stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device with lot number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding the adverse event cannot be duplicated as intended. The physician stated that the issue could be related to the patient and event conditions. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).